Event description:
Related manufacturer reference numbers: 2017865-2022-01160. It was reported that the patient presented in clinic for unrelated procedure. During procedure, it was found that the right atrial (ra) lead was stuck in the pacemaker (pm) header and unable to be disconnected. The ra lead and the pm was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Visual inspection identified. The a-setscrew was stripped and therefore could not be untightened. Analysis found the setscrew was stripped by the user of the torque wrench due to incorrect use or insertion of the torque wrench while attempting to untighten the setscrew.

Event description:
New information received notes that there was also a set screw anomaly noted on the pacemaker.